Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that there is a problem with the free wheel lever it has a loose feeling. When the chair moves, sometimes it pops and won't let chair drive normal, feels like the chair is in free wheel.